Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Additionally, stretched conductor coils were observed in the neck area. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the tip end, near where the streched coils were observed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to helix extension difficulty. There were no abnormal electrical measurements observed. This rv lead was never in service. No adverse patient effects were reported.